Manufacturer narrative:
Product analysis: analysis was able to confirm the customer comment that the external pulse generator (epg) failed the self - test. It was determined at analysis that the epg failed incoming functional test and device powered down during testing, no printout. It was noted that the main printed circuit board (pcb) was out of specification electrical. It was further noted that the liquid crystal display (lcd) silicon was damaged and was bleeding when removed. Additionally, it was noted that the hanger assembly was broken and upper-case gasket was damaged. All found defective parts were replaced and all other identified issues were resolved. The epg then passed all final functional tests. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the external pulse generator (epg) failed self test. The epg has been returned for evaluation and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.

Manufacturer narrative:
Product analysis update: further analysis of the external pulse generator (epg) was performed. On visual inspection the main board has no visual anomalies. The main board was assembled into a golden unit. Upon functional test ran on tester the main board failed the rapid rate test due to defective u34 main processor. The liquid crystal display (lcd) was assembled into a golden unit. Upon functional test ran on tester the lcd failed out due to lcd assembly out of specification electrical. It was noted when powered, the backlight turns on, but no lcd segments display. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.